Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in an anastomosis in a severely calcified vein graft. A 6.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilation. However, during second inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.